Event description:
Pt underwent emergency appendectomy 12/10/97 for gangrenous appendix. On 12/15/97, he returned to surgery for evacuation, irrigation & drainage of multiple abdominal abscesses; partial omenectomy. Three drains were placed at this time. Post op these drains were advanced, cut and secured according to md order. Prior to d/c, all three drains were removed, one on 12/5 and the remaining two on 12/8/97. Pt was seen for f/u in md's office after wound blister formation. The wound was probed and a remnant of the drain identified and removed. This had apparently broken off and was retained.